Event description:
This case was reported by a consumer and described the occurrence of cough in a (B)(6) female patient who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation)) spray for product used for unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturisers (unknown) at unknown dosing. At an unknown time after starting oral moisturisers, the patient experienced cough, choking sensation, sleeplessness, headache, and chest pain. Treatment with oral moisturisers was discontinued. At the time of reporting, the cough and chest pain continued. The choking sensation, sleeplessness, and headache had resolved. Consumer stated that she was coughing for almost 1 1/2 hours after she used the spray. The consumer was coughing and "almost choked to death." Her coughing kept her up all night and she got a headache from coughing. The coughing made her chest hurt. The product has been discontinued and she still coughs on and off and her chest hurts from it. Follow up information received (B)(6) 2013: consumer reported that she is currently incapacitated and will be going to doctor when she is able to get out of bed. Consumer is also reporting that she may have cracked a rib and her back is hurting from coughing so hard. Consumer is going for an MRI later this week and she will return the hcp forms when she is seen by her doctor.

Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00030. Biotene moisturizing mouth spray is manufactured in (B)(4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).